Event description:
The customer reported that they received a complaint from the relative of a patient where reintubation was necessary because, the cuff burst after five days of intubation. The tube and the lot number are no longer available.